Event description:
Justification report for: (B)(4). The video on the eeg equipment found to be a mirrored image. The description of what was seen on the video did not correlate with the pt's description of the events and the room appeared different to the attending physician. Through several recording tests with faulty and non-faulty equipment. We determined the camera sony ipela domed camera was in fact not functioning properly. Equipment was taken out of service and in-house biomed engineering called.

Manufacturer narrative:
Reference (B)(4). The problem was the result of a mis-configured system, which is configured by the user . The vertical flip on the video was enabled, but the horizontal flip was not also enabled. This resulted in the mirrored image. Natus technical support provided customer instruction for correct settings of the system. The actual eeg signal record is recorded through the amplifier and sent to the computer and those results are accurate. If the video is backwards, the results are obvious when viewing the patient and comparing to the video, it wold obvious to the clinician that lateralized eeg findings are not consistent with lateralized physical signs seen in the video, leading to discovery that the video is reversed.